Event description:
Account reported incident on 04/29/97 with 23 month old female patient with h/o short bowel syndrome. Patient a homecare patient on tpn and reportedly, tubing separated from male adapter while child sleeping. Tpn infusing per infusion pump and device connected to broviac line. Broviac line noted to have "clotted off" by child's parents and child taken to hospital. Per ER physician, "no permanent adverse outcome" for line able to de-clotted with urokinase.